Event description:
The sales rep reported during a rotator cuff procedure, the surgeon put in 2 cannulas and then struggled putting a 5.5mm burr through the cannula. The first (top) dam on the cannula broke free and fell into the patient's joint space. The surgeon was able to retrieve the dam back through the cannula. The surgeon completed the procedure with no patient consequences. Please also see 1221934-2008-00440.

Manufacturer narrative:
The device is reportedly going to be returned to depuy mitek for evaluation, but it may not be received within the next 30 days. The device appears to have failed, because the burr was too large for the cannula, and general considered to be a user technique issue. When and if the complaint device is received here at depuy mitek, it will be subjected to a root cause failure analysis. If the analysis identifies any definitive root cause, a follow-up report will be filed. No further action is warranted at this time.